Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for fevers and infections after revision. It was reported by the patient, that he received a notice regarding his left hip being defective. Patient went in and was given an x-ray which was reviewed and was told that it looked fine. After, the patient went in for blood work and his blood work showed high levels of cobalt. Two years later the patient felt a cramp and was unable to move while eating dinner with a friend. The patient went to the hospital where they took an x-ray and was told he needed to be revised as his implant was broken. Patient felt decent the first 8 weeks after his revision but after started experiencing fevers and infections, patient was given antibiotics. Patient stated he doesn't feel up to par, he feels tired. He states that his inner muscles are not recuperating as he would like them to.

Manufacturer narrative:
Reported event: an event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. Medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: obtaining additional clinical and laboratory data may confirm presence of a postoperative pji. While it is unrelated to the pi "event", it appeared that a 40mm head may have been utilized with a 44mm liner at the time of revision. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided.  Additional information including clinical and laboratory data are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : device not returned.

Event description:
This pi is for fevers and infections after revision. It was reported by the patient, that he received a notice regarding his left hip being defective. Patient went in and was given an x-ray which was reviewed and was told that it looked fine. After, the patient went in for blood work and his blood work showed high levels of cobalt. Two years later the patient felt a cramp and was unable to move while eating dinner with a friend. The patient went to the hospital where they took an x-ray and was told he needed to be revised as his implant was broken. Patient felt decent the first 8 weeks after his revision but after started experiencing fevers and infections, patient was given antibiotics. Patient stated he doesn't feel up to par, he feels tired. He states that his inner muscles are not recuperating as he would like them to.